Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2016, an fse was dispatched to the customer facility to address the reported event. The fse found the waste cap was not seated and the incubator flooded. Fse removed and cleaned the incubator down to baseplate and lubed all parts. Fse verified wash and cup transfer functions. The customer ran quality controls (qc) in which all results were within acceptable range and verified that the analyzer was functioning correctly. The aia-600ii analyzer was functioning as intended and the errors cleared. No further action required by field service. The probable cause of the event was waste cap was not seated.

Event description:
On (B)(6) 2016, a customer reported overflow-incubator flooded with their aia-600ii analyzer. The customer is unable to run pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.